Manufacturer narrative:
On (B)(6) 2013, patient's husband provided additional information regarding this event. Patient's discharge report said she was hospitalized for a ketoacidosis coma due to an "eventual defect of the pump." She was treated with humulin r insulin (20.0 units 2 different times). He provided additional blood glucose values of 724, 621, 481, and 418 mg/dl from unknown times. She switched to the backup infusion device, and on 06/21/2013, it was reported she was home and stationary.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump.

Event description:
Husband reported the patient had a stomach ache and vomited the morning of (B)(6) 2013. He contacted a physician and was told she had abdominal colic. She was still sick in the afternoon and went to the emergency room. After running tests, the physician said it still appeared to be abdominal colic. She was treated with plasil and discharged. She returned to the emergency room later that evening and was admitted to the hospital. Her blood glucose had elevated to 370 mg/dl and she had "heart failure." No error messages were received on the infusion device, and she is unsure if this event was caused by a malfunction of the infusion device. The physician removed the alleged infusion device and she started the back-up. The infusion device was requested for evaluation. No further information is available at this time.